Manufacturer narrative:
The reported event occurred on (B)(6) 2015 and was reported to the FDA two month later, on june 16, 2015. When dräger received this report on july 20, 2015 the device log was already overwritten. On request dräger received the report of the hospitals biomed, who checked and repaired the device after the event. He was able to duplicate the failure as the unit would not boot up. He determined that pcb graphics controller and display assembly had caused the event. After replacement of these components the device passed tests and was returned into use without further reports. The replaced parts were discarded and cannot be investigated due to this reason. It was concluded that the device internal monitoring had detected a deviation of the mentioned components and triggered warmstarts to restore data base and functionality. During a warm start the device generates alarm and opens the breathing system to atmosphere to allow spontaneous breathing. If a warm start is successful, the ventilation is continued after about 8 sec with the previous settings. Mv-low alarm is posted until the lower alarm limit is exceeded. In the reported case the warm starts were not successful and users continued with manual ventilation. The concerned device is 17 years old and malfunction of components cannot be excluded completely after this time. The device behaved as specified for the failure condition (warm start and alarm). The device was already repaired, no further measures are planned.

Event description:
.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that: the patient was intubated and ventilated in the trauma intensive care unit (ticu). Patient's ventilator stopped ventilating the patient and the screen shut off and turned black. The rn was in the room when the event happened. Patient started to desaturate in the 85-87%, so the rn started bagging the patient. The respiratory therapist (rt) came and did the bagging whilst the lead rt was already notified.